Manufacturer narrative:
Subject device is an instrument. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.

Event description:
The surgeon was working on a clavicle bone fracture, power tapping, when trying to reverse, drill went forward, puncturing the rib cage causing pneumothorax. Doctor indicated that this may have been an operator error incident.